Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in-clinic for a scheduled follow-up. Upon interrogation it was noted there were non-sustained right ventricular oversensing episodes from (B)(6) 2017. A programming change was made. The patient was stable before, during, and after the device interrogation and programming change and will continue to be monitored.